Event description:
There were 2 devices that malfunctioned in this case. One was a laser fiber and the other was a stone retrieval basket. Equipment failed moses d/f/l (B)(4), lot number 21921018 failed to connect to moses laser when loaded x 2 laser was shut off in between tries. Zero tip basket failed to operate (B)(4), lot number 22930612.